Event description:
Insertion difficulty. (B) (4).

Manufacturer narrative:
The complainant left the company (B) (4) 2008. Pyng received a phone call from the supervisor june 9, 2009. The supervisor could not give pt details. The complaint was that they had infiltration. They couldn't give any more info.